Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #:sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. Model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg). Model #: sc-8116, serial #: ni, description: artisan 2x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced pain and burning in the back side due to the location of the device. The patient underwent an explant procedure. During the procedure, it was discovered that the paddle lead was broken at the distal end. The contacts of the paddle lead were dislodged and some were missing. At this time it is unknown if the missing contacts were removed from the patient. Malfunction was suspected of the paddle lead.

Manufacturer narrative:
Additional information was received that no further information could be obtained from the physician regarding whether the missing contacts were removed from the patient.

Event description:
A report was received that the patient experienced pain and burning in the back side due to the location of the device. The patient underwent an explant procedure. During the procedure, it was discovered that the paddle lead was broken at the distal end. The contacts of the paddle lead were dislodged and some were missing. At this time it is unknown if the missing contacts were removed from the patient. Malfunction was suspected of the paddle lead.